Event description:
Information received by medtronic indicated that insulin pump had under delivered insulin. Customer's blood glucose level was 365 mg/dl. Customer was treated with insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.